Event description:
Related manufacturer number: 1627487-2022-02586, and 1627487-2022-02587. It was reported the patient experience lead migration due to ipg twisting around the leads. As a result, surgical intervention occurred wherein one lead was left in awhile the remaining system devices were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.